Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that there was an increased number of non-sustained ventricular tachycardia (nsvt) episodes due to oversensing of noisy signals. Technical services (ts) suggested a potential cause and resolution. The lead remains in use. No adverse patient effects were reported.